Event description:
It was reported that during the stitching of the meniscus the second implant did not anchor in the meniscus.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
The device was received in used condition. Neither t nor suture has been returned. There is slight twisting and bending of the delivery needle¿s tip. There is crimping and flaring of the distal tip on the depth limiter. This indicates force and difficulty in reaching the desired surgical location. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint indicated that t2 failed to secure. A functional test indicates that the actuator is functional. There is no manufacturing cause related to support this complaint. No further investigation is warranted.